Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during use. Per the nurse, the home patient (hp) felt as though they had air inside of them. The hp was connected at the time of the alarm. The hp did not disconnect prior to the alarm and all bags were properly spiked. The baxter technical service representative (tsr) reviewed proper procedures per the user manual with the hp. The hp elected to complete therapy with a manual exchange. The sample was discarded. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. The lot number was not provided; therefore, a batch review cannot be conducted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).